Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has swelling and pain at the ipg site. Her physician gave her two epidural injections to help with the pain, but the issue still exists. The pt was advised to contact her implanting physician's office.